Event description:
It was reported that, after several attempts at implantation, the pacing thresholds were noted to be above acceptable limits on the leadless implantable pulse generator (ipg) device. The implant was unsuccessful due to unacceptable pacing thresholds. The device was removed and an alternative system was implanted. The patient was exited from the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.